Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available to date. Unique identifier: (B)(4). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient experienced cardiac arrest during use of the carescape r860. The patient was resuscitated and cardiac activity recovered. Ge healthcare's investigation into the reported occurrence is ongoing.

Manufacturer narrative:
Based on review of the complaint, on-site questionnaire, and device logs, the unit performed as intended and alarmed appropriately. The root cause of the reported event is undetermined and there is no evidence of device malfunction.